Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause was not established, however the following factors may have contributed to the reported event: ·dust, stain, or a foreign material adhered to the electrical contacts of the video connector, and the connecting condition was insufficient, which led to temporary poor electrical connecting condition with the system. ·the appearance checks of the endoscope revealed damage such as a scratch and chipping on a-rubber glue of the bending section. Mechanical stress such as bumping and dropping was applied to the electrical circuit in the image sensor in the image sensor unit which was embedded in the distal end of the endoscope, which temporarily caused the electrical connecting condition poor. Then, it exercised a negative impact on image signal output to be unstable. ·electrical stress had been accumulated due to energization to the image sensor which was installed in the image sensor unit which was embedded in the distal end of the endoscope and the electrical circuit board in the scope connector including electrical parts installed on the electrical circuit board. Also, static electricity was accidentally applied, or overcurrent flew due to connection/disconnection while the system was powered on. Due to the above factors, the electrical connecting condition got worse, which exercised a negative impact on the image signal output. As a result, the image signal output became unstable and the image sensor unit became faulty, which led to irregular image. Furthermore, application of overcurrent may have been caused by connection/disconnection while the system was powered on, overcurrent from other devices and electrical wirings, or adhesion of dust and moisture to the electrical contacts of the system and the video connector. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer complaint was not confirmed. The review found that the adhesive on the bending section cover had a chip, the control unit had a scratch, and switch1 was discolored, sticky, and blemished. Due to damage, the right/left lever did not move smoothly; due to damage to the forceps elevator, the bending section could not be fixed firmly; due to wear of the forceps elevator, the bending section could not be fixed firmly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the deflectable videoscope had a compromised image. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the image noise issue was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.